Event description:
It was reported that a vns patient had a full revision due to high impedance. The high impedance was reported by the patient¿s mother to have started in (B)(6) of 2017, and the device was then turned off. The parents were not sure if vns was significantly helping, so decision was to not replace vns lead at that time. The patient later had a surgery unrelated to vns performed and it was decided to also do a full vns replacement while the patient was in that surgery. Follow-up from the company representative provided that the physician believed the lack of efficacy was because of high lead impedance, which is why it was replaced. The lack of efficacy was the parent¿s perception, but was also believed to be due to the high lead impedance. Additional relevant information has not been received to-date. The explanted devices were reported to have been discarded.